Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4): the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. Unrelated to the primary issue, there was objects other than test strips found in the vial. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter-3/22/2013, test strips- 3/6/2013.

Event description:
On (B)(6) 2013 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was reading inaccurately high compared to another meter the reporter alleged readings of "18.4 mmol" compared to "10.6mmol/l" on a bayer meter. This complaint is being reported because the reported results did not meet lifescan's accuracy or precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.